Event description:
Patient, declotted in 12/00, femoral arterio-venous graft. At the end of arterial/venous run with angiojet, pt experienced bradycardia. When balloon at the plug, trying to have angiojet pull plug, this is when pt experienced bradycardia. Heart rate was 60-70 beats per minute, went down to 40 beats per minute, up to normal when angiojet use was stopped (let up on footpedal).